Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the abdomen on (b)(6) 2026, which is off-label usage of the device. On (b)(6) 2026, it was reported that the patient experienced inaccurate CGM values. The CGM generated critical low alerts and displayed a glucose reading of 55 mg/dL. At that time, the patient experienced nausea and headache and became concerned about the low reading. The patient contacted her niece, who transported her to the Emergency Department (ED). At approximately 05:00 PM, the patient arrived at the ED where she received intravenous (IV) fluids. During the evaluation, a fingerstick blood glucose (FSBG) reading was 325 mg/dL. The patient remained at the hospital for less than 24 hours and was discharged the same day after glucose levels returned to normal. The patient could not recall the discharge FSBG value. No additional CGM or FSBG readings were reported. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.